Manufacturer narrative:
(B)(4). Batch #t5eg5n. Investigation summary the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which lead to the device not been able to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon visual inspection of one photo, the following was observed: the photo shows a device from the top view with the jaws open, no reload loaded on the device, and the bailout door removed. Based on the photos reviewed, the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion.

Event description:
It was reported that during an endoscopic esophagectomy, after severing vascular tissue, some staples were malformed with irregular shapes. Changed to another device, but it still could not fire. Changed to a third device to complete surgery. There was no patient consequence reported. No additional information can be provided.